Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified radial artery. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 24 to 26 atmospheres for 30 to 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).